Event description:
It was reported that the charger would not charge the ilet despite correct placement and trying a different outlet, with the charging pad light flashing, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem and a charging problem associated with the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.